Event description:
It was reported that the vsb was assessed as nonfunctional one year ago but the pt wanted to take some time before deciding whether to be re-implanted or not. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.